Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the potential use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 5. The technical service representative (tsr) assisted the home patient (hp). The hp stated that the supply bag became disconnected. The technical service representative advised the hp to cycle power and end therapy. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved and they ended therapy for the night. The hp confirmed that the bag disconnected and they did not know how the disconnect occurred. Per hp, they did not receive any injury or medical intervention as a result of this event. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.